Event description:
Angioplasty was being done for restenosis of a previously implanted stent. The report also indicated that balloon used for dilatation was unable to deflate. The target lesion was stented with (palmaz 6 month prior, however the target lesion restenosed. The lesion was the left subclaviaon vein. There was mild calcification, no vessel tortuosity and 95% stenosis present. There were no anomalies noted during product inspection or when prepping device. The product was prepped according to the instructions for use. The lesion was dilated with an indeflator with suboptimal results at first and a second balloon was used to further dilate the lesion.